Event description:
According to the customer contact, on (B)(6) 2026, a foley catheter was inserted, and after the syringe was disconnected, "fluid was noticed at the urethral opening coming out around the catheter and upon retraction of the catheter, it completely came out." The foley balloon was then tested after removal and was shown to be leaking.

Manufacturer narrative:
According to the customer contact, on (B)(6) 2026, a foley catheter was inserted, and after the syringe was disconnected, "fluid was noticed at the urethral opening coming out around the catheter and upon retraction of the catheter, it completely came out." The foley balloon was then tested after removal and was shown to be leaking. Facility reported another catheter had to be placed, no further medical interventions or follow-up care reported. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.